Event description:
Customer reported that the insulin pump returned high predicted and low predicted alarms followed by actual high and low alarms. Customer reported that these alarms were returned during times when sensor glucose readings and blood glucose readings were far apart in value. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.